Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the serter was not functioning as designed. Customer reported that serter was not releasing sensor after second press and malfunction was causing sensor needles to break. Customer's blood glucose was 160 mg/dl. Customer was advised that serter and sensors would be replaced.